Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician pushed the lead through an existing kink in the introducer. When the lead was pulled out to examine it there was a clear separation in the wrap on the distal coil. A different lead was utilized without incident. No patient complications have been reported as a result of this event.